Event description:
((B)(4)). The dentist reported the non osseointegration of ti titamax ex implant (4.1) 3.75x9 after 12 days of its installation, but did not give further information about the case.